Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
During a cervical rf procedure, the product did not work correctly. Troubleshooting was performed but was unsuccessful. Back up equipment was not available and the procedure was cancelled. There was no medical intervention required and no adverse consequence reported as a result.